Event description:
On (B)(6) 2009, patient reported, after she had removed an empty cartridge and when ready to put in the new cartridge, she noticed the plunger was still in insulin cartridge and slight dampness. She stated, there was a very small amount of insulin that was left in the empty cartridge that spilled into the chamber and she can see it along the chamber glass. Reviewed how to capture the plunger with the original cartridge; she successfully removed plunger and gently wiped out moisture. Patient reported, as she was beginning the steps to change the cartridge e10 (cartridge error) appeared. She stated she realized she may not have begun the change the cartridge steps again properly when she stopped in the middle to remove the plunger from the piston rod. Walked her through the change the cartridge steps; had her raise the piston rod to 310 units and she was able to successfully prime. Had her place infusion device back in run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.